Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during implant, the atrial lead helix was observed sticking out from the distal tip of the lead while in the packaging. The doctor attempted to retract the helix, but it did not appear to retract. The doctor went ahead with implanting of the lead, although the lead would not advance through the vessel, and under fluoroscopy, it was noted that the atrial lead would not pass the superior vena cava and prolapsed on itself. It was further noted that the helix appeared to be fully extended. Several attempts were made to retract the helix, but they were unsuccessful. It was noted that the helix appeared to be slightly stretched. The lead was abandoned and was cut in half and sutured into the tissue. A new atrial lead was implanted. No patient complications have been reported as a result of this event.